Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric, de novo, 99% stenosis in the proximal right coronary artery. Reportedly, the 4.0 x 12mm nc traveler balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during first inflation at 8 atmospheres. A 3.5 x 33mm nc traveler balloon catheter was used to complete pre-dilatation and a 3.5 x 33mm xience xpedition was implanted to complete the procedure. During advancement to the lesion, resistance was met with a calcified lesion. No resistance was noted during removal from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The traveler device is currently not commercially available in the united states; however, it is similar to a device sold in the us.